Manufacturer narrative:
(B)(4). No complaint was received with return of the device. Failure event observed during analysis. Final analysis found that only the connector end of the lead was received. External insulation abrasion exposing the outer coil was noted at 10.4 cm to 10.5 cm from the connector pin. The abrasion was consistent with exposure to constant friction against another implantable device.

Event description:
This report is to advise of an event observed during analysis.